Event description:
A resolute onyx drug-eluting stent was being used to treat a lesion in the rca. The lesion was 70% stenosed with no calcification and non-tortuous. No issues were noted when removing the device from the hoop or during preparation. Resistance was encountered when advancing to the lesion. The lesion was not pre-dilated. It is reported that during the procedure the stent unraveled with the guide catheter. It is confirmed that the device exited the tip of the guide catheter. A resolute integrity was used to complete the procedure. There was no patient injury reported. Device evaluation: the hypotube was kinked immediately distal to the strain relief and proximal to the guide wire entry port. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 3rd, 4th, 8th and 9th proximal segments had raised struts. Image review: the procedural images confirm the target lesion in the rca artery. The vessel appears to be slightly tortuous with stenosis. There does not appear to be any images of the attempt to deliver the resolute onyx stent. The images show what appears to be the delivery of the resolute integrity stent in the vessel. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (lesion not pre-dilated), inherent risk of procedure (stent deformation), patients condition affected effectiveness of device (70% stenosis), deformation problem (stent); evaluation, conclusion: failure to follow instructions (lesion not pre-dilated), known inherent risk (stent deformation), device failure/lack of effectiveness related to patient condition (70% stenosis).